Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during preventive mainenance the cardiosave intra-aortic balloon pump (iabp) failed the vacuum setpoint test. There was no patient involvement and no harm was reported.